Event description:
It was reported the patient experienced rubbing/irritation at the pocket site. A revision was performed due to the current pump site irritating the skin and the physician had difficulty filling the pump. During the revision, it was noted the pump was tipped in the pocket. The physician revised and filled the pump.